Manufacturer narrative:
A ge service rep performed an on site investigation. Identified need to reload software, cal. Files and flashed nodes. Activity completed and the system was found to be functioning as intended. System was returned for service.

Event description:
It was reported that the 9800 system is intermittently losing saved images. There was no report of patient injury.